Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call to get assistance on priming the insulin pump. Customer's blood glucose was 52 mg/dl at the time of incident. Customer stated that she could not get through the priming process. Customer also mentioned that she had a low blood glucose of 52 mg/dl due to insulin reaction the night prior to low blood glucose event. Customer treated the low blood glucose with food. Customer declined low blood glucose troubleshooting. Assisted customer to complete the priming process. Reservoir and infusion set is being replaced and not expected to return for analysis.